Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during setup. Per the initial report, the home patient (hp) had an overprime. The caregiver (cg) did not see any fluid in the patient line. The original cap was on the end. The technical service representative (tsr) assisted to re-prime the line. The hp still did not see any fluid. The tsr had the cg hold the patient line below the machine and re-prime the line. The fluid came out of the top of the patient line. The prime completed. Global product surveillance contacted the peritoneal dialysis nurse (pdrn) on (B)(4) 2012. The pdrn stated that the hp did have an exit site infection. The pdrn stated that it was not peritonitis. The pdrn stated that the hp was admitted to the hospital on (B)(6) 2011 and released on (B)(6) 2012. The pdrn stated that the infection was caused by the care of the site not from peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime during the priming stage, where the technical service representative had the care giver hold the patient line below the machine and re-prime the line, causing fluid to come out of the top. This complaint is confirmed because having the patient connector lower than the heater bag is a known cause of this type of problem. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error - patient connector lower than heater bag.